Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of 300 (mg/dl) during the night; however, no specific event dates were provided. Reportedly, customer reverted to an old pump for diabetes management. Although multiple attempts were made to complete troubleshooting with tandem technical support, no additional information was provided on the reported issue.